Manufacturer narrative:
The device was received for evaluation. During functional testing, the evaluator referred to an issue with the battery contact pins which would not be a contributing factor to a speaker issue. The rear case is being replaced for that issue which would address any speaker failure. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device will be repaired and tested prior to release to ensure it meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's speaker sounds muffled during testing in the biomedical service department. There was no patient involvement. No additional information is available.